Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age and race underwent revision breast augmentation with a 350cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture, and bilateral capsular contracture; left side baker grade iii, and right side baker grade ii postoperatively. As a result, the patient underwent bilateral explantation and replacement with mentor saline implants on (B)(6) "2022". This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/24/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the product, a line of shell wear was observed on the posterior aspect. Within the wear a tear was observed measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).